Event description:
It was reported that "during use cmac blade was found faulty it had very dim led and/or poor image - upon inspection seals have deteriorated. Unable to proceed." It was confirmed that the procedure was completed successfully with a prolongation of less than 15 minutes and there were no adverse consequences. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the reported issue was confirmed, and further defects were detected. In total the following defects were detected: led dim. Blade damaged. Adhesive joints on camera head worn. Based on the defects found during the technical inspection it is concluded that the cause for the reported error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics, and the light is dim. In addition, we would like to call your attention to the following information stated in the instructions for use (c-mac video laryngoscopes series 8404, document: usb826_en_v1.2_11-2021_IFU_ce-MDR). Page 8: "3.2 correct handling and product testing if the product is not handled correctly, patients, users, and third parties may be injured. Only persons with the necessary medical qualification and who are acquainted with the application of the product may work with it. Check that the product is suitable for the procedure prior to use. Check the product for the following properties, for example, before and after every use: functionality damage, changes to the surface. For detailed inspection criteria, see section inspecting the product. Do not continue to use damaged products. Dispose of the product properly." Page 15 & 16: "5.2 testing the product. 5.2.1 visual inspection. Missing components, surface changes, or other damage limit the life span of the product and may mean that the product can no longer be used for its intended use. 1. The product must be inspected for completeness, damage, and integrity before and after every use. Inspection tools such as magnifying glasses should be used as necessary. 2. Check for the following types of mechanical damage and changes: sharp corners, burred edges, rough surfaces, protruding or bent parts, rust or corrosion. 3. Ensure that the components and connections are complete, intact, and positioned correctly. 4. Check whether there are residues or moisture at the interfaces. 5. Use a magnifying glass to check that the optics is complete, intact, and securely positioned. 5.2.2 functional test: inspect the product for the following characteristics: fully functional control keys, securely positioned connecting cable, functional image transmission, sufficient image quality, light transmission". The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID: (B)(4).